Event description:
The customer reported that during use of this spectrum ii suture hook, 45 degree left in an arthroscopic procedure, the tip of the suture hook broke off inside the surgical site. The broken tip was retrieved/removed from the surgical site with no additional issues noted. The procedure was completed as intended with the use of a backup suture hook. No further complications, patient injury or surgical delay reported.

Manufacturer narrative:
On 30-mar-2015 conmed received the damaged suture hook for evaluation. Visual inspection of the returned suture hook confirmed the reported breakage and found the tip had broken off, and the broken portion was not returned. The exact cause of the tip breakage was unable to be determined. However the damaged condition of the returned suture hook is indicative of heavy use and/or mishandling of the device. Evaluation of similar complaints revealed the most likely cause of the reported breakage was user related due to excessive force being applied to the tip of the suture hook while in use. This device was manufactured on 13-jun-2012. Of the lot containing (B)(4) units, there were no other complaints received. A review of the device history record showed, there were no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported breakage. This is a limited reuse device with a recommendation of five (5) procedures and the number of uses for this unit is not available. In addition, based on the manufacture date of 13-jun-2012, the instrument presumably had been in use for nearly 3 years. Over extended use, wear and damage can occur to this instrument causing it to break and/or not to function at its optimum. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of the tip breakage and patient's injury the information for use (IFU) provides the following warnings and precautions: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.